Event description:
It was reported that a patient recently reached out to the doctor complaining of symptoms that she attributes to rib plating system and inquired about plate removal. The doctor has not removed the matrix rib plates or screws in this patient and does not plan to remove them at this time. This report is for the unknown matric plate and screw system. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the matrix plate and screw system, part and lot numbers unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.